Manufacturer narrative:
The insulin pump tested to the test minilink transmitter with the glucose sensor simulator communicates properly to insulin pump. No unexpected lost sensor alarm noted. Unable to test basic occlusion, occlusion, prime and excessive no delivery test due to broken reservoir tube lip note. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked case at the display window corner, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer had physical damage of insulin pump. It was reported that tip of battery compartment was cracked. Caller states that damage was not allowing buttons to be pressed and customer does not know how damage occurred. Customer's blood glucose was 407 mg/dl and was treated with manual injection. Caller also reported that a lost sensor was received and was not sure what it was. Caller states that healthcare professional advised to increase basal rates by 10. Caller was advised that this would not be safe. Caller was advised that insulin pump would need to be replaced due to physical damage.